Event description:
Reporter indicated that vns pt was hospitalized for two days due to chest pain. It was reported that the pt experienced severe pain at the generator site. The pt experienced the same pain after pt was discharged from the hosp when pt was helping their family member make the bed. The pt starts when pt does activities and that it goes away when pt rests. The pt feels short of breath when pt walks or runs. Further follow-up revealed that device diagnostic testing performed approx one month prior to initial report was within normal limits. Treating neurologist indicated that the pt has experienced no further episodes of chest pain or dyspnea and that the relationship between the reported events and the ncp system was unknown. The pt has been referred to their primary care physician for cardiac work up to rule out cardiac cause.